Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer found that the station screen was asking for an ID. The station was turned off, hd cables were reseated, and pyxis was powered on, taking time to come back up. The hd cable was replaced, and the station was turned back on, again taking time to start. The fse logged into the desktop, verified station configuration, launched the station application, and rebooted the station. The escort logged into station to test. Pyxis was rebooted, and the escort successfully logged into the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was at a black screen with a blue box requesting a password. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.